Manufacturer narrative:
The device evaluation has confirmed the reported event. Based on the results of the investigation and reasonably known information noted the cause of the event such as damage of parts due to wear/ deterioration/ degradation. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during inspection that the subject device (uretero-reno fiberscope) bending section a-rubber adhesive was detached. There was no patient involvement in this reported event.